Manufacturer narrative:
Unit passed displacement test and self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Unit properly connected to the glucose sensor simulator. No communication anomaly noted. Unit calibrated with sensor and glucose simulator box. No calibration anomaly noted. Unit programmed an alert on low setup of 5.0 mmol/l. No unexpected suspend [low sg] noted during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on case. Alleged unexpected suspend [low sg] alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose]. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the event. Customer had question or concern of suspend on low/suspend before low feature. Customer reports suspend lasted for longer than 2 hours. Reviewed carelink reports and confirmed event. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.